Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had completed a successful scs trial period on (B)(6) 2012 and the leads were removed. It was also reported the pt had passed away from unk causes. No further info is available at this time. F/u pending.